Event description:
It was reported that the watchdog has failed. No additional information.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. One device was received for investigation. The event history log shows acu watchdog and primary audible alarm post. Functional testing of the device showed that when the device powers ups it alarms paap. A loose c9 on the connection board is what caused this issue. When this was replaced the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.